Event description:
It was reported that during an unknown procedure, the pin was broken. No patient consequences were reported.

Manufacturer narrative:
Date sent: 09/19/2007. Evaluation summary: the analysis results found that one ancillary trocar was received without an instrument. The ancillary trocar tip was broken. However, it could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that: "rotate the ancillary trocar 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft." While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.